Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an implant procedure. During the procedure, prior to placing the right atrial lead in the body, it was noted that the helix failed to extend. The lead was not used and a new lead was implanted successfully. The patient was in stable condition.